Event description:
During review of programming history, high impedance was noted. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.